Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a for a non-electrophysiological procedure. During the procedure, the patient had a low heart rate below the base rate. Interrogation revealed that the implantable cardioverter defibrillator exhibited oversensing and pacing inhibition due to either noise or myopotential oversensing. It was also suspected that the oversensing was procedure-related. No device intervention was performed and the patient will be monitored. The patient was stable.